Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo 90 infusion set had issues with getting kinked in the past. The patient's blood glucose was adversely affected and was reported at about 250mg/dl. A bolus was administered to address the high blood glucose. No permanent injury was reported. See MFR: 2183502-2016-01929, 2183502-2016-01930, 2183502-2016-01931, 2183502-2016-01933, 2183502-2016-01934, 2183502-2016-01935, 2183502-2016-01936, 2183502-2016-01937, and 2183502-2016-01938.